Event description:
The user facility reported that a blood leak occurred during treatment. The patient was estimated to lose 250 cc of blood; however, the patient had no adverse effects due to leak complications and the patient is reported to be doing well. No sample available, discarded by user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. If the sample is returned, a supplemental report will be submitted.